Event description:
Procedure: lobectomy. According to the reporter: the surgeon used endo gia roticulator, then retrieved the tumor by the endo catch gold. During suction and cleaning of the cavity, a rubbery piece was removed from the pt cavity. No further report of operative issue was made.

Manufacturer narrative:
(B) (4). (B) (4).